Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-nov-08. The patient reported they met with their doctor on october 24, 2024. It was de termined that the implant had not moved out of position and since the burning sensation was intermittent the cause of the burning sensation was reported to be from the pressure of the patient's clothing around their waist that was pressing on the implant. The pt reported there was no cause for concern, and they would be eliminating the pressure on their implant site moving forward. The pt confirmed the issue has been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that since sometime in the spring they have been having a burning sensation under the skin where the implant is. Caller stated the sensation lasts for a few minutes to 5 minutes and can come back several times but then be gone for a few days. Caller added that this morning they got up and hadn't increased the stimulation to 1.2 yet and the sensation started at the implant site and went around their waist. Caller noted that they charge the implant in the evening and through the night and don't feel the sensation, but more so feel it when they are up and moving about. Caller confirmed they have not had any falls, accidents, or injuries prior to this starting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.